Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot k387870 was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient reported the following discrepant high inratio inr results: on (B)(6) 2016: inratio inr result= 2.6. On (B)(6) 2016: inratio inr result= 2.7. On (B)(6) 2016: inratio= 2.7, lab= 1.7, inratio= 2.7, 2.4 (exact timing between tests is unknown but first three tests conducted in morning and last test conducted in afternoon). Therapeutic range: 2.5 - 3.5.